Event description:
Per the clinic, the patient experienced facial nerve stimulation and twitching in the face when using the device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced no auditory stimulation across all channels and attempts at reprogramming with different maps were unsuccessful.